Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle device after an unspecified procedure using a 6f sheath. Reportedly, there was not good blood return from the marker lumen and when the device was deployed, it was discovered that the whole suture came out with the knot intact, seemingly deploying an air knot. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The device was deployed after there was weak blood flow from the marker lumen. The electronic perclose prostyle instructions for use (eifu), states: position the device at approximately a 45-degree angle, continue gently to advance the device in the vessel until flow of blood (¿mark¿) is observed from the marker lumen. Note: do not open the foot if ¿mark¿ is not observed from the marker lumen. In this case, the IFU deviation does not appear to have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3 - device was not returned.